Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, the pump did not give replace battery warning before it "died". Reporter stated that there was no trauma or moisture exposure to the pump, battery cap was secured properly, and there was no damage to the battery cap or battery compartment. Review of alarm history showed one low battery alert on (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.